Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an expected device replacement procedure, the left ventricular (lv) lead was unable to be inserted into the new device header. The physician alleged an insulation anomaly on the proximal end of the lv to be the cause of the event. After multiple failed insertion attempts, the lv lead was successfully placed in the device header. The patient experienced no adverse consequences.